Event description:
Event: (cc# 98-00443) the iab was defective. This was the only information at the time of the report. On 10/13/98, datascope was notified that the facility did not have the iab to return for evaluation. [Event complications]: unknown - reported 4/9/98. [Patient's current status]: unk - rpt'd 4/9/98.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation. This follow-up MDR was mailed to the FDA on 10/13/98.